Manufacturer narrative:
(B)(4).on (B)(6) 2013, service order 9918282 was generated for this rotaflow unit. Per the service protocol, the battery was replaced. Performed complete function testing. Additionally, an in-service was conducted with the staff on the position of ac main switch and sequence of ac and battery charge indicator lamps.(B)(4).

Event description:
On (B)(6) 2013, at (B)(6), rotaflow with serial number (B)(4) gave a low battery alarm during transport of a patient. The alarm occurred after 20 minutes. The unit was plugged into an ac outlet to continue therapy. According to the customer, the battery voltage was at 24 volts (v) prior to starting transport. The customer also noted that the alarm began when the battery v was measuring 19. (B)(4).